Event description:
Olympus thunderbeat, from actuated grip, was not working during laparoscopic bilateral salpingectomy. The handpiece was replaced with one of a different lot number which worked without issue.